Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had experienced a new onset atrial fibrillation (afib) with rapid ventricular response (rvr). Amiodarone gtt initiated for arrhythmia, and after 45 hours of support, the patient was successfully weaned.